Event description:
A pt of unk age and gender presented for an endovenous laser treatment. It was noted that while during prepping for the procedure, the laser fiber had a kink approximately 120cm from the tip. The procedure was successfully completed with another new of the same device. As the defect was noted during prep and there was no contact with the pt, there was no harm or injury to the pt.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device for eval. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a f/u medwatch.